Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
This is a non us event. Consumer stated she had 2 incidents of a pledget unraveling and falling apart. They both have been ubk super plus click tampons. The first took place in april. She has no lot information or product from that package remaining. The second incident occurred (B)(6) 2016. Both times she was able to manually remove the pledget. There was no injury or medical care required.